Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and r-wave amp variation. As received, complete lead was returned in one piece. The helix was partially extended and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue and over-torqued of the inner coil. The reported event of r-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic due to symptom of chest distress. A device interrogation was performed and showed that the patient's right ventricular (rv) lead exhibited low sensing. A chest x-ray was performed and revealed that the patient's rv lead had been dislodged. The rv lead was attempted to be repositioned but was unsuccessful due to the helix of the rv lead failed to retract. The rv lead was explanted and replaced. Patient was stable throughout.